Manufacturer narrative:
The fss replaced several printed circuit boards and cables but the issue was not resolved. The issue was resolved when the fss upgraded the system to a rohs. The power supply, monitor, hard drive, cables, and instrument manager was part of the upgrade/repair. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. They restarted the system, but there was no gain. There was no patient involvement reported and no patient treatments delayed or cancelled.